Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "confirmed air in line error", which was confirmed through a review of the event history log. Due to the customer request that the device be returned in the as-is condition, baxter was unable to determined component causality, mitigate the malfunction or replace any needed parts. The device will be returned to the customer in the "as received" condition with a notification of the failure and a sticker indicating the device should not be returned to clinical use.

Event description:
It was reported that a spectrum pump displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received the device to be evaluated and repaired. The device was found out of specification in relation to the false air in line alarms, which were reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false air in line alarms. The failed upstream sensor was replaced. (B)(4).